Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, there was difficulty removing the esheath post successful deployment. Upon removal, the distal tip including radiopaque marker was noted to be partly detached from the esheath. There was no significant calcium nor difficulty encountered during insertion of the esheath or commander delivery system. There was no difficulty noted during removal. There was no injury to the patient.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed. Curvature was noted on the sheath shaft. The distal tip was torn radially, along the distal edge of the liner. The radial and angled score lines were present. There were scratches on the sheath shaft, and the axial score line was present. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Images of the device were provided by the facility. The provided imagery was evaluated and revealed the following: the esheath distal tip torn radially. A CAPA was previously initiated to pursue process improvement activities regarding tip expansion. The complaint for esheath distal tip torn was confirmed per evaluation of the returned device. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.